Event description:
It was reported that this event occurred in the or dept. "It was confirmed blood leakage during inserting the swan-ganz catheter (B)(4) in this product which has already been placed." As a result, the device was removed and "the leakage stopped when the catheter was removed." A new kit of the same lot number was opened and used successfully to complete the procedure. There was no delay, harm, complication, death or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).